Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Customer¿s blood glucose was 230 mg/dl.